Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d4 lot#: unknown/not provided. Section d4 expiration date: unknown, as the lot number of the device was not provided. Section d4 UDI#: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a suction loss during laser firing using the patient interface (pi). No patient injury and/or complications were reported. It was also reported that the new pi was rigid and difficult to achieve applanation. No additional information was provided.